Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving tampon plug inside me [foreign body in reproductive tract]. Tampon string came out/off completely [device breakage]. Tried taking tampon out...string came out/off completely [complication of device removal]. Case description: consumer reported via email that the tampon string came out during removal, leaving the tampon inside of her vagina. No serious injury was reported.

Event description:
Leaving tampon plug inside me [foreign body in reproductive tract]. Tampon string came out/off completely [device breakage]. Tried taking tampon out...string came out/off completely [complication of device removal]. Case description: consumer reported via email that the tampon string came out during removal, leaving the tampon inside of her vagina. No serious injury was reported. Lot numbers: 1270243036451710, 1221243045w0254.

Manufacturer narrative:
An investigation is in progress for returned product received on february 28, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leaving tampon plug inside me [foreign body in reproductive tract] . Tampon string came out/off completely [device breakage] tried taking tampon out...string came out/off completely [.complication of device removal] . Case narrative: consumer reported via email that the tampon string came out during removal, leaving the tampon inside of her vagina. No serious injury was reported.